Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint evaluation revealed the fibertatpe is broken and frayed. Returned portion of fibertape is too short to test. Surgical technique for ac repair-dog bone button requires the use of two fibertapes (one blue and one white. It is unknown if two tapes were used on the original surgery since only one portion of blue fibertape was returned. Complainant's event was most likely caused by nicking the suture with another instrument and/or fraying from sharp edges of the bone tunnel, not following the surgical technique instructions, and/or as stated in the event, possible patient non-compliance with the post-op protocol. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the original surgery was performed on (B)(6) 2014. The revision was done on (B)(6) 2014. The fiber tape that was used in the ac separation procedure that held the two dog bone buttons together, broke. X-rays were taken and revealed the ac joint was separated. The surgeon mentioned that the patient did not fall but is not certain if he followed 100% post-op instructions. The surgeon used the same two dog bones and new fiber tape and incorporated a biologic graft with tenodesis screws. Case: ac separation with dog bone.